Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for a planned controller exchange after continued emergency backup battery (ebb) fault alarms that did not resolve after a prior ebb exchange. The controller was exchanged, and log files were submitted for review which captured ebb faults 07dec2025 to 08dec2025 and 10dec2025 at 07:43 to 11dec2025 at 07:02 when the faults resolved. The log files from the new controller showed no further alarms after being connected on 11dec2025 at 15:28.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on (B)(6) 2025. The alarms self-resolved on (B)(6) 2025. The system controller (serial number: (B)(6) was exchanged on (B)(6) 2025. No alarms were seen after the exchange. The pump operated at intended speeds throughout the data. The returned system controller (serial number: (B)(6) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU), rev. D and patient handbook, rev. A can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 instructions for use (section 2 system operations¿) includes how to perform a self-test on the system controller and how to exchange the system controller if necessary. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.